Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that keypad was unresponsive. Customer's blood glucose level was unknown. At night the insulin pump requested battery change, customer changed the battery and less than 24 hours the insulin pump requested to user set time and date, but user could not set it because the insulin pump locked in the time settings display and user cannot exit. Troubleshooting was performed. After battery change the battery icon got full. Customer did unsuccessful attempts to exit from this display were performed. Customer was advised to discontinue use of the insulin pump and to revert to back up plan per healthcare professional's instructions until replacement arrives. No further details given. Insulin pump will not be returned for analysis.